Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a soft tissue complication at the implant site, resulting in a breakdown of the skin flap. Revision surgery is planned, however; has yet to occur as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent a surgical procedure to clean the wound (date not reported). The site was closed and the patient and was placed on a 6 week course of antibiotics (type not reported). The implanted device remains. Th, this report filed january 18th, 2016. Device remains implanted.